Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database malfunction. A technical support specialist (tss) dialed into the station at specified time, then backup and drop the database (db), then troubleshot the med application and set the database recovery mode to simple, run full synchronization and rebooted the station into application mode. After that the med application launch automatically. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had error with certain medication. User was failed to pull this medication from this pyxis. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.